Event description:
During the pulsed field ablation atrial fibrillation procedure, air aspirated from the sheath after the volt catheter was inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.